Event description:
The article "device closure of congenital ventricular septal defects" reported the following adverse event(s): major complications were encountered in 10.7% of the patients including 2 deaths (a, b) that were related to the procedure. Complications encountered included one each: wire perforation (c) and hemopericardium (d), device migration (e), transient electromechanical dissociation (f), and mediastinitis.